Event description:
Event verbatim [preferred term], blood glucose levels increased to 500 [blood glucose increased], push button was faulty [device issue] and not sure whether the medicine in the pen was injected into her body [incorrect dose administered by device]. Case description: study ID: (B)(6)-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices) patient's height: 165 cm. Patient's weight: 98 kg. Patient's bmi: 35.996. This serious solicited report from turkey was reported by a consumer as "blood glucose levels increased to 500.(blood glucose increased)" with an unspecified onset date , "push button was faulty(device component defective)" with an unspecified onset date , "not sure whether the medicine in the pen was injected into her body(incorrect dose administered by device)" with an unspecified onset date and concerned a 688 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "type 2 diabetes mellitus", dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: type 2 dm, hypertension, cholesterol abnormal procedure: surgery on her left eye. Concomitant medications included - delix plus (hydrochlorothiazide, ramipril), uretin [azosemide](azosemide), vasoxen (nebivolol hydrochloride), brimogut (brimonidine tartrate), azarga (brinzolamide, timolol maleate). On an unknown date, patient had problems while applying the novopen 6 to her body. The patient reported that sometimes the push button was faulty and that she was not sure whether the medicine in the pen was injected into her body and therefore her blood glucose (blood glu-cose) levels increased to 500 (unit not reported). Patient with new needle tip was used simultaneously during the interview. The problem that was detected due to the piston being left behind was resolved. The patient was satisfied. On (B)(6) 2025, patient pre-prandial blood glucose (blood glucose) was 150 mg/dl and her post-prandial blood glucose (blood glucose) was 200 mg/dl. The patient does not associate. Batch numbers: novopen 6: requested. Ryzodeg penfill 100 u/ml: p56mh44. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "blood glucose levels increased to 500 (blood glucose increased)" was unknown. The outcome for the event "push button was faulty (device component defective)" was unknown. The outcome for the event "not sure whether the medicine in the pen was injected into her body (incorrect dose administered by device)" was unknown. Reporter's causality (novopen 6) - blood glucose levels increased to 500 (blood glucose increased): unknown. Push button was faulty (device component defective): unknown. Not sure whether the medicine in the pen was injected into her body (incorrect dose administered by device): unknown. Company's causality (novopen 6) - blood glucose levels increased to 500 (blood glucose increased): possible. Push button was faulty (device component defective): possible. Not sure whether the medicine in the pen was injected into her body (incorrect dose administered by device): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - blood glucose levels increased to 500 (blood glucose increased): unlikely. Push button was faulty (device component defective): unlikely. Not sure whether the medicine in the pen was injected into her body (incorrect dose administered by device): unlikely. Company's causality (ryzodeg penfill 100 u/ml) - blood glucose levels increased to 500 (blood glucose increased): possible. Push button was faulty (device component defective): possible. Not sure whether the medicine in the pen was injected into her body (incorrect dose administered by device): possible. Preliminary manufacturer's comment: 27-jan-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Company comment: blood glucose increased is assessed as listed event according to novonordisk current reference safety information on ryzodeg. Medical history of diabetes is assessed as risk factor for the reported event. However, the event is associated with defective device component, thus the event is assessed as possibly related to the suspect. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg.

Event description:
Case description: investigation result suspect: novopen 6 , batch: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission teh following has been updated: malfunction updated as no is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Company comment: blood glucose increased is assessed as listed event according to novonordisk current reference safety information on ryzodeg penfill. Patient's underlying medical condition of type 2 diabetes mellitus, dyslipidemia and hypertension are significant confounding factors for the development of hyperglycaemia. However, the event is associated with defective device component, thus the event hyperglycaemia is assessed as possibly related to ryzodeg penfill. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. Final manufacturer comment: on 29-jun-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 2 diabetes mellitus, dyslipidemia and hypertension are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary suspect: novopen 6 , batch: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: since last submission the following has been updated: -expected date of follow up report has been extended in EU/ca tab. -narrative updated accordingly.